Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2014) is considered to be a best estimate. This emdr represents the ventralex st (device 2). An additional supplemental emdr was submitted to represent the ventralex mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2013 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralex mesh (device 1). Per op notes, "three fascial defects in umbilicus were combined into one. A ventralex patch (device 1) was placed as gore tex side facing intraabdominal and polypropylene against the musculature and secured using sutures." On (B)(6) 2014 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with the removal of mesh (device 1) and implant of ventralex st mesh (device 2). Per op notes, "a small ventral hernia defect was noted. The previously placed mesh was well incorporated but buckled. The buckled mesh (device 1) was removed. Adhesion of omentum to anterior abdominal wall were taken down. A ventralex st patch (device 2) was positioned appropriately and secured to fascia using tacks." On (B)(6) 2019 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the implant of ventralight st mesh using echo ps (device 3). Per op notes, "the hernia defect was found superiorly in midline. A piece of ventralight st mesh using echo ps was placed in retrorectus space with coated side down using sutures."